Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that a lead impedance alert was noted during a routine follow up. The right ventricular lead impedance has fluctuated and trends indicate that it has been high. Noise was also seen on the lead and the lead has a possible fracture. The lead remains in use and the patient will follow up with their cardiologist. No patient complications have been reported as a result of this event.